Event description:
It was reported that the tubing set male luer "cracked" during use on an adult patient. The customer further stated that it is unknown if there were any adverse effects caused to the patient from this event.

Manufacturer narrative:
Additional information provided in sections: d.1, d.4, d.10, d.11, and g.5. Correction:h.6. (Patient code). The customer¿s report that the male luer cracked was confirmed. The samples were inspected for kinks, holes/tears in the tubing or damages to the components. Cracks were observed on the primary set's nut/spin collar of the male luer lock. The cracks were in the direction of the fluid flow and one of the cracks was observed to be approximately opposite the luer injection gate. No other damage or issue was observed. No testing was deemed necessary due to the confirmed damage. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient.

Event description:
It was reported that the tubing set male luer cracked during use on an adult patient. The customer further stated that it is unknown if there were any adverse effects caused to the patient from the event.